Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap-assisted total hysterectomy, rso, left salpingectomy. "Please find medwatch report (B)(4) regarding an issue experienced while using a retrieval bag during surgery. There was no injury." "During lap-assisted total hysterectomy, rso, left salpingectomy, surgeon was attempting to retrieve the right ovary, it was very necrotic and shredded every time it was grasped. A 5mm endocatch bag was used to retrieve the rest of the ovary. The bag did not close, it had released from the device prior to retrieving the specimen. New bag obtained. No injury to patient." The patient (B)(6) is a female (B)(6) kg, not hispanic/latino, white, "(B)(6) year old female with menorrhaghia, torsion of right ovary with large hemorrhagic cyst." Device UDI # "(B)(4)". Product is available for return and evaluation. Additional information received via email on 13-apr-2018 from risk management data specialist, (B)(6)." Type of intervention: "new bag obtained." Patient status: "no injury to patient."

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was not attached to the introducer shaft/rod and the cord loop was cut. Upon further inspection, engineering found no other non-conformances. Based on the condition of the returned unit, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. An example would be the use of an instrument to unroll the bag after deployment. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument, such as an applied medical epix grasper." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This is in response to medwatch (B)(4).